Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, cracks were seen in the pump connecting tube; however, the cause of the cracks was not detailed by the facility. Following the intervention the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Approximately two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. Upon explant, cracks were seen in the pump connecting tube; however, the cause of the cracks was not detailed by the facility. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegation was unable be confirmed as the kink resistant tubing was not retuned for analysis. However, analysis did identify the pump did not pass activation testing, which could have caused or contributed to the reported clinical observation that the device was not working properly. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was cut down to the pump block, and not returned. The pump did not pass activation testing which could have impacted the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record (DHR) review: DHR review confirmed that the device met all material and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.